Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument stopped working. Upon inspection, a cable was noted to be protruding at the distal end. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained following additional information was obtained from initial follow-up: the instrument was inspected prior to use. No damage was noted upon inspection. The procedure was a robotic exploratory. There were no issues of opening/closing of grips. No issues related to left/ right motion of the grips. No issues related to up/ down motion of the wrist. There are protruding cables at the distal end of the jaws, device will not work properly. Instrument was returned to isi for investigation. No photos or videos are available of the procedure.